Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Logs showed that the batteries were intermittently failing to charge when ac power was connected. Failure was reproduced and after replacing the power supply, the console was able to be fully charged up properly. The cause of the aic issue was a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm during annual maintenance check. No patient was involved.